Manufacturer narrative:
(B)(4). Per the biomed: they defrost the ice block semi-annually via third party, (B)(4), there was no fault indicator lights illuminated on the unit, the water in the unit was a bit cloudy, and there were no leaks internally or from the external connectors.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the heater cooler unit would not achieve 25 degrees celsius (c) set point. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. The field service representative (fsr) will not be repairing the unit, as the customer scrapped the cooler heater unit. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.